Manufacturer narrative:
The alleged incident was concluded to be user error. The device is working properly.

Event description:
Alleges customer crashed device into the wall of her living room. Alleges customer's arm bumped the control panel causing the device to lunge forward.